Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal morphine via an implantable pump. It was reported that the patient's residuals were inaccurate per doctor. Unknown if any environmental/external/patient factors may have led or contributed to the issue. Unknown if any diagnostics/troubleshooting were performed. Actions/interventions taken to resolve the issue was that the patient's pump was replaced. The issue resolved at the time of this report.

Manufacturer narrative:
H3. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the pump passed all testing in the laboratory and no anomalies were identified. The returned pump was interrogated and as per the logs the following medication was being administered via a simple continuous dose rate as of 2025-05-22: dilaudid with concentration 7.0 mg/ml at a dose rate of 0.4993 mg/day. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.